Event description:
A patient was being referred for generator replacement due to an increase in seizures. The patient also reported that she no longer felt stimulation. Available diagnostic results showed proper device functionality. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent generator replacement surgery on (B)(6) 2016. The pre-op system diagnostic test showed the device was not at end of service (eri - no). The post-op system diagnostic test was within normal limits. Follow-up with the patient was performed and stated that the increase in seizures was believed to occur because someone thought the patient had a seizure at night. The patient was unsure if that was a seizure, so an increase in seizures had not actually occurred. The patient replacement surgery was prophylactic because the generator had been implanted for over 8 years.

Manufacturer narrative:
Corrected data: supplemental MDR #1 inadvertently did not include that the device was discarded.

Event description:
The generator was discarded after replacement surgery.